Event description:
The patient received the scs system on (B)(6) 2011. It has been reported the patient's ipg has flipped over. The patient is working with her physician to determine the next course of action. A surgical intervention is pending to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.